Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 3rd 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue began on (B)(6) 2016. The patient manages her diabetes with insulin (no-adjustments) and continued with her usual dose including sliding scale of ¿5 units humania¿ as a result of the alleged issue. The patient claimed that 20 minutes after the alleged product issue began she developed the symptoms of shakiness. The patient reported that on (B)(6) 2016 she attended ER and received a blood glucose test only, from a health care professional hcp. The result she obtained was ¿somewhere under 43¿. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. In addition cca noted that when the patient pressed the power button or inserted a new test strip the meter did not power on. Based on the information provided, the meters battery needed to be replaced. The patient did not have a replacement battery. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.